Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Investigation summary: two photos received. Upon visual inspection of two photos, the following was observed: the photos show tissue with some clips on staple line. Based on the photos reviewed, the event describe cannot be confirmed. The photos do not provide enough evidence to determine root cause.

Event description:
While the product was being used to separate stomach tissue in sleeve gastrectomy case, the knife was locked without completing all stages of firing and jaw was locked. The reverse button that was used to open the lock also did not work. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # t5a48t. Investigation summary: upon visual inspection of two photos, the following was observed: the photos show tissue with some clips on staple line. Based on the photos reviewed, the event describe cannot be confirmed. The photos do not provide enough evidence to determine root cause hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,it was reported that: partial fire, would not open, manual switch issue. The analysis found that one long60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The manual switch was totally functional and worked without any issue noted during functional test. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.